Event description:
Complaint reports that: distal balloons are independently deflating, and inflating. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reports that: distal balloons are independently deflating, and inflating. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.